Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. 774402) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain, menstrual irregularity, vaginal bleeding, dysmenorrhea, dyspareunia, obesity, parity 2 and gravida ii. Previously administered products included: mirena. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 3 intrauterine coils were noted on the right tube and 4 intrauterine coils were noted on the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.644 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: procedure: hysterosalpinogogram reason for order: g2p2 with essure tubal occlusion on (B)(6) 2011,needs hsg on or after 24 history: status post essure placement findings: normal anatomic configuration of the uterine cavity without persistent filling defect. Bilateral essure devices are seen within the expected location of the fallopian tubes without spill of contrast into the peritoneum. Impression: satisfactory essure placement. [Pathology test] on (B)(6) 2019: diagnosis: uterus, cervix, and bilateral fallopian tubes; robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy: uterine cervix with squamous metaplasia and reactive changes; negative for intraepithelial lesion. Proliferative endometrium, negative for hyperplasia. Unremarkable myometrium and serosa. Fallopian tubes with no significant histopathologic change. Negative for malignancy. Essure wires (gross evaluation). Gross description: present in the cornu of the uterine body is essure wire on the right and left sides. The essure wire is not in the fallopian tube lumen but in the lumen in the actual cornu of the uterus. The specimen is opened to reveal well-demarcated squamocolumnar junctions. Procedure: robot assisted laparoscopic total hysterectomy with bilateral salpingectomy. Clinical history: dysmenorrhea. Specimen list: uterus, cervix, bilateral fallopian tubes. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: reporters,patient information,medical history,lab data,lot no.,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. 774402) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain, menstrual irregularity, vaginal bleeding, dysmenorrhea, dyspareunia, obesity, parity 2 and gravida ii. Previously administered products included: mirena. On 24-mar-2011, the patient had essure inserted. On 19-dec-2019, 3192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 3 intrauterine coils were noted on the right tube and 4 intrauterine coils were noted on the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.644 kg/sqm. [Hysterosalpingogram] on 11-jul-2011: procedure: hysterosalpinogogram reason for order: g2p2 with essure tubal occlusion on 24mar2011,needs hsg on or after 24 history: status post essure placement findings: normal anatomic configuration of the uterine cavity without persistent filling defect. Bilateral essure devices are seen within the expected location of the fallopian tubes without spill of contrast into the peritoneum. Impression: satisfactory essure placement. [Pathology test] on 19-dec-2019: diagnosis: uterus, cervix, and bilateral fallopian tubes; robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy: uterine cervix with squamous metaplasia and reactive changes; negative for intraepithelial lesion. Proliferative endometrium, negative for hyperplasia. Unremarkable myometrium and serosa. Fallopian tubes with no significant histopathologic change. Negative for malignancy. Essure wires (gross evaluation). Gross description: present in the cornu of the uterine body is essure wire on the right and left sides. The essure wire is not in the fallopian tube lumen but in the lumen in the actual cornu of the uterus. The specimen is opened to reveal well-demarcated squamocolumnar junctions. Procedure: robot assisted laparoscopic total hysterectomy with bilateral salpingectomy clinical history: dysmenorrhea specimen list: uterus, cervix, bilateral fallopian tubes lot number: 774402 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.